Event description:
It was reported that during an unknown procedure, the devices were not working. It appears that the staples came out side ways and not formed. The case was completed with another device. There were no patient consequences.

Manufacturer narrative:
Date sent: 08/13/2008. Info anticipated, but unavailable at this time.